Manufacturer narrative:
The date of manufacture was reported as unknown, the date of manufacture is sep 02, 2016. The actual device was returned for evaluation. The device was evaluated and it was determined that craniotome neuro-tip was bent/damaged, the device has bearing damaged, the craniotome handle was broken, and parts of ball bearings were missing. It was further determined that the device failed pretest for temperature, cutter insertion, and visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The date of manufacture was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that while checking the system prior to neuro surgical procedure, it was determined that the craniotome device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.